Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the circumflex artery to obtuse marginal artery. The 2.25mm x 32mm promus element plus stent was advanced and deployed to the target lesion. After the stent was implanted, the stent delivery system of the device was withdrawn however the stent balloon caused a mid stent deformation of the recently implanted 2.25mm x 32mm promus element plus stent. Post dilation was performed using an unspecified small to non compliant balloon catheters and the implanted stent was fixed. The procedure was completed with this device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).